Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No motor error alarm occurred. Motor passed motor test. However, the insulin pump had unresponsive button due to moisture damage keypad trace. No button error alarms occurred. Cracked case all corners of display window, cracked reservoir tube lip, cracked battery tube threads and scratched on display window noted. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm, keypad anomaly, and motor error alarm. The blood glucose at the time of the incident was 102 mg/dl. Troubleshooting was performed. The device was returned for analysis.